Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported "irregular flow." No specific pump programming or event details were available. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.